Event description:
It was reported by the patient that the patient went to their physician and was told they were having a heart attack. The patient then reported that they were admitted to the hospital and the tests showed the patient did not have a heart attack. The patient inquired if their implantable pulse generator (ipg) was working correctly. Follow up was attempted, however, was unable to be obtained. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.